Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 154 mg/dl. The customer states losing the life of my battery and got no warning when it goes dead and the pump turns off and she changed the battery on friday and now it tells her have 1 cell left. The customer states she's at work and was going to take lunch for what she had eaten and the pump was dead and I had to put in a fresh battery. The customer was assisted with troubleshooting and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self-test, off no power test, displacement test or verify low battery alarm, low reservoir alarm, battery icons anomaly due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.